Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the doctor was firing the device, the shaft broke. No pieces fall into the patient cavity. Doctor used another 174006 and was able to continue the case. O reinforcement material was used during the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patient's cavity.